Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip blew out at 337,563 joules. Also, it was reported that the fiber tip was retrieved. No patient injury was reported.